Event description:
The report indicated during a pulmonary vein isolation (pvi) ablation; the physician heard a steam pop. Shortly after, the patient¿s blood pressure dropped, and intracardiac echocardiography (ice) revealed a large pericardial effusion (pe) treated with pericardial tap and drain. The information indicated that during a pvi procedure, the physician was ablating around the left pulmonary veins and heard a steam pop. The anesthetist communicated shortly after that the patient's blood pressure was dropping. The physician looked at the heart on ice and noted a large pericardial effusion. The patient's condition deteriorated. A code blue was called. The patient was intubated, and a pericardial drain was inserted. The patient stabilized and was transferred to the critical care unit (ccu) for ongoing monitoring. The surgery was delayed due to the reported event, and the case was terminated. The procedure was not successfully completed. Additional information received indicated that the physician¿s opinion on the cause of this adverse event was too long of an ablation. Intervention provided was pericardial tap and drain, and after the event, the patient fully recovered. Prior to noting the pe, ablation was completed, and steam pop occurred during the ablation. The patient required an extended hospitalization for one day for hospital monitoring, and the patient did not require cardiac surgery. One transseptal puncture site was performed during the procedure. During the procedure, 34 radiofrequency (rf) ablations were performed. No ablation performed within pulmonary veins. A brk transseptal needle was used during the transeptal access. The power used during the procedure was 50w, and irrigation flow setting was high flow (15ml) during ablation at 50w. Correct catheter settings were selected on the generator, and the pump switched from ¿low¿ to ¿high¿ flow during ablation. Force visualization feature used was dashboard and vector with parameters of 3mm,3 sec, 25% over 3g, 3mm tags (range; time; fot; tag size). No additional filter was used with visitag. There was no error message observed on biosense webster equipment during the procedure.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The device investigation has been completed which included performing a manufacturing record evaluation (mre). The manufacturing record evaluation was performed for the finished device number lot 31505618l and no internal action related to the complaint was found during the review. Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. However, if the product is received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).